Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections d9, h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn: (B)(6), +21.0d) was implanted on (B)(6) 2023 and all light treatments were completed by on (B)(6) 2023. During a post-op exam, on (B)(6) 2025, the lal was observed to be nasally displaced and the patient complained of blurry near vision. On (B)(6) 2025, the lal was explanted and a new lal (sn: (B)(6), +20.5d) implanted as a replacement.